Event description:
This is to report that I suffered a large second degree burn on my lower back after wearing a heat wrap made by perrigo of allergan. I was treated by my medical provider in 2008 for this burn and prescribed antibiotic for infection from the burn.